Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device coordinator stated that the patient was admitted on (B)(6) 2017 with diverticulitis and adjacent abscess. Patient was treated with intravenous (IV) antibiotic (abx) as not considered to be a surgical candidate. On (B)(6) 2017 the patient developed acute confusion and left sided weakness. Head computed tomography (CT) showed right subdural hematoma (sdh) with midline shift and herniation. Spouse expressed surgery would not be what the patient would have wanted, and decision was made to withdrawal care. International normalized rations (inrs) were all therapeutic was greater than 2 during this admission to hospital. It was stated by the site that ventricular assist device had ¿no damage and there were no malfunctions to the pump.¿ it was further stated that the patient expired.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site by the ventricular assist device coordinator that the patient was admitted on (B)(6) 2017 with diverticu litis and adjacent abscess. The site stated that the admission was non-device related gi infection. Patient was treated with intravenous (IV) antibiotic (abx) as not considered to be a surgical candidate. However, was taken to operating room (or) on (B)(6) 2017 due to increased leukocytosis and had laparoscopic abdominal washout. On (B)(6) 2017 the patient developed acute confusion and left sided weakness. Head computed tomography (CT) showed right subdural hematoma (sdh) with midline shift and herniation. Spouse expressed surgery would not be what the patient would have wanted, and decision was made to withdrawal care. International normalized rations (inrs) were all therapeutic >2 during this admission to hospital. It was stated by the site that ventricular assist device had ¿no damage and there were no malfunctions to the pump.¿ no further patient complications have been reported as a result of this event.